Manufacturer narrative:
It was reported to terumo that the blue pressure relief valves in the pack were missing, terumo was unable to confirm due to the device not being returned. A review of the complaint files confirmed that there have been no previous reports for this lot. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass procedure, the blue pressure relief valves for the pack were missing. There was no blood loss and the surgery was completed successfully.